Event description:
It was reported that the syringe pump alarmed that intravenous cefepime infusion was complete. However, the syringe still contained 0.7ml. The volume to be infused (vtbi) was 7ml and the ordered rate was 2.33ml/hr to infuse over 3 hours. The device passed preventive maintenance (pm) per alaris systems manager (asm). It was also noted that the right iui connector is defective. There was patient involvement but no patient harm.

Manufacturer narrative:
H3 other text: device was not returned to manufacturing facility.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the syringe pump alarmed that intravenous cefepime infusion was complete. However, the syringe still contained 0.7 ml. The volume to be infused (vtbi) was 7 ml and the ordered rate was 2.33 ml/hr to infuse over 3 hours. The device passed preventive maintenance (pm) per alaris systems manager (asm). It was also noted that the right iui connector is defective. There was patient involvement but no patient harm.